Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6)2022, it was reported that while the patient was relaxing at home, the infusion set's tubing came apart at the tubing connector. The site location was at patient's abdomen, and the pump was in the right side. Moreover, the infusion had been used for two days and the expiration date of the infusion set is 01-oct-2023. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the patient was unsure whether the pump was dropped with the set connected to patient's body. No further information available.